Manufacturer narrative:
The device was returned to the manufacturer and investigated. Signs of a sharp object can be seen around the surfaces for the detached component could probably be the root cause of the detachment of the device. There was no harm to the patient.

Event description:
During a surgical procedure, the heat shrink insulation tubing fell into the patient's abdomen. The heat shrink was retrieved from the patient. There was no harm to the patient.